Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 8 months. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complications with gastrointestinal bleeding and was admitted to the hospital on (B)(6) 2015. The patient had reportedly presented with dark stools and low hematocrit and hemoglobin levels. The patient had an esophagogastroduodenoscopy and two ulcers in the stomach were clipped. The patient's colonoscopy was reportedly unremarkable. The patient became stable and was discharged home on (B)(6) 2015. The patient was readmitted during the first week of (B)(6) due to reoccurrence of gastrointestinal bleeding. The patient had 3 additional scopes performed and a capsule study. The patient received 2 units of blood and multiple liters of fluid volume. No additional information was provided.